Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 67-year-old female noted as high risk percutaneous cardiac insertion was implanted with an impella 5.5 device for mechanical circulatory support. The complainant had an impella 5.5 placed via the axillary for a patient with biventricular failure. The patient condition is very poor and she is being worked up for bilateral lower limb amputation. The upper extremity with the impella showed signs of ischemia after six days of support. The limb is grey and mottled but, no intervention is being done as palliative care is being discussed.

Manufacturer narrative:
The investigation into the reported limb ischemia has been completed since the original report was filed. The root cause of limb ischemia was most likely due to the patients condition as they had pad/pvd.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-03478 was provided in sections b5, d6a, d6b, and h1.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).